Manufacturer narrative:
Based upon the clinical evaluation, the reported type ia endoleak could not be verified, but a type iiia endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified although the following factors may have affected the effectiveness of the implant: use of antiplatelet therapy and the reduced ability to form therapeutic thrombus; at implant, there was evidence to support a complication of a left external iliac artery dissection which was successfully treated with a covered stent and balloon angioplasty. No specific endologix device issue was observed.

Event description:
It was reported that approximately 23 months post implant of a bifurcated device and an infrarenal aortic extension the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan indicated the patient may have an endoleak. An angiogram was performed which confirmed the endoleak. The physician decided to correct the endoleak by implanting a suprarenal aortic extension. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient